Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. Expiration date: 02/2020.

Event description:
It was reported approximately three years post port placement, the port allegedly break and migrated to the cavities heart. It was further reported that the device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary:the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged broken/migrated catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off, flexural fatigue, and chemical degradation ; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported approximately three years post port placement, the port was allegedly having issue with injection. It was further reported that imaging found catheter broke into two segments. Reportedly, the broken segment migrated to the heart and was recovered with interventional radiology. It was further reported that the remaining catheter and port were removed 21 days later. The patient status is unknown.